Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer stylus could not be calibrated. The device cursor would not align in the upper right part of the screen and calibration would not make any changes. Replaced the controller board and calibrated the stylus. The front cover was missing the grommet for the power, the inserts where broken off and the handle was peeling loose. Replaced front cover. Reloaded and updated software. The programmer then passed all safety, console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus could not be calibrated. The programmer has been returned for service. There was no patient involvement.